Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018. It was reported that at the refill the interrogation of the pump showed the expected reservoir volume was 14 ml. There were no low or empty reservoir alarms observed in the pump logs. All drug was removed and the correct concentration of drug was entered as actions taken to resolve the event. The event had completely resolved. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [concentration unknown] at a dose of 150 mcg/day via an implantable pump for spinal cord injury/spinal cord disease. It was reported on (B)(6) 2018 that at the patient's follow-up for a refill the physician discovered the pump was empty/dry when there should have been 14 ml. The doctor calculated the pump may have been empty for two days. It was believed the wrong dose was originally dispensed from the pharmacy and the doctor had clarified this with the pharmacy. Surgical intervention did not occur and was not planned. At the time of the reported the patient status was "alive - no injury" andthe issue was resolved. The patient medical history included a traumatic brain injury and the patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No complications were reported or anticipated.

Manufacturer narrative:
Product ID 8840 product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the representative was verbally told what the concentration was and entered that (50 mcg/ml). However, that was not what was entered into the pump. The cause of the issue was determined to be an incorrect concentration.

Manufacturer narrative:
Corrected reported date from "(B)(4) 2018" to "(B)(4) 2018." If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [concentration unknown] at a dose of 150 mcg/day via an implantable pump for spinal cord injury/spinal cord disease. It was reported on (B)(4) 2018 that at the patient's follow-up for a refill the physician discovered the pump was empty/dry when there should have been 14 ml. The doctor calculated the pump may have been empty for two days. It was believed the wrong dose was originally dispensed from the pharmacy and the doctor had clarified this with the pharmacy. Surgical intervention did not occur and was not planned. At the time of the reported the patient status was "alive - no injury" and the issue was resolved. The patient medical history included a traumatic brain injury and the patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No complications were reported or anticipated.